Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered an unknown fluid leak after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The patient confirmed after treatment was competed the patent woke up to fluid on their floor and on top of the cart where the cycler sits. The patient could not confirm where the leak was coming from after inspecting the supplies. The patient stated they checked inside of the cycler set door and confirmed the inside of the cycler door was dry. The patient stated they use 1 hanging bag, and the bag and connection were dry. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that they have not ordered a replacement cycler and will follow up with technical support for the replacement. The old cycler is available for return.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered an unknown fluid leak after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The patient confirmed after treatment was competed the patent woke up to fluid on their floor and on top of the cart where the cycler sits. The patient could not confirm where the leak was coming from after inspecting the supplies. The patient stated they checked inside of the cycler set door and confirmed the inside of the cycler door was dry. The patient stated they use 1 hanging bag, and the bag and connection were dry. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that they have not ordered a replacement cycler and will follow up with technical support for the replacement. The old cycler is available for return.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered an unknown fluid leak after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The patient confirmed after treatment was competed the patent woke up to fluid on their floor and on top of the cart where the cycler sits. The patient could not confirm where the leak was coming from after inspecting the supplies. The patient stated they checked inside of the cycler set door and confirmed the inside of the cycler door was dry. The patient stated they use 1 hanging bag, and the bag and connection were dry. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that they have not ordered a replacement cycler and will follow up with technical support for the replacement. The old cycler is available for return.

Manufacturer narrative:
H3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.